Event description:
Asku

Event description:
It was reported that during the implant attempt, after the physician changed the right ventricular (rv) lead position three times, the helix would no longer retract. The body of the lead was turned to extract the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead had a damaged guidetooth. Visual analysis revealed the lead was damaged at implant. The analyst noted that the helix extends and retracts within specification, however, the guide tooth is slightly damaged which may have contributed to the complaint.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.